Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the imaging equipment. The clip delivery system (cds) was advanced to the mitral valve and leaflets grasped. Mr remained on the lateral side therefore the clip was repositioned slightly. After the second grasping the leaflet insertion assessment was performed and the decision was made to deploy the clip however a tear was confirmed on the anterior leaflet. The leaflets were ungrasped and clip retracted to the left atrium (la) and advanced again. The leaflets were grasped avoiding the leaflet tear and the clip implanted however the mr remained at 4. Medication was administered as treatment. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury (tear leaflet) appears to be related to challenging patient anatomy and poor imaging. Unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported image resolution was difficult due to the imaging equipment. The reported medication was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.